Event description:
Distributor contacted dexcom technical support on (B)(6) 2014, to report cgm inaccuracy compared to blood glucose meter. At the time of the call to dexcom technical support, distributor did not report any medical intervention or injuries.